Manufacturer narrative:
Combination product: yes. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 4th of february 2025 and 1st of october 2025 recorded a stable rv pacing impedance of 550 ohms and a stable lv pacing impedance of 500 ohms. Furthermore, a stable shock impedance of 70 ohms was recorded. The test measurement from october 1st showed a lv impedance of <200 ohms with lv3 ¿ lv2 programming. No further abnormalities were found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads itself would be necessary to determine the root cause. Should additional information or the devices themselves become available for analysis, the investigation will be updated.

Event description:
It was reported that the lead was capped due to an insulation damage. The damage was noted during a scheduled ICD change.

Manufacturer narrative:
Combination product: yes.